Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: related manufacturer reference number: 1627487-2019-12386. It was reported the patient experienced ineffective stimulation due to lead migration, as confirmed via x-rays. To address the issue, the physician explanted and replaced the migrated lead. Postoperatively, effective therapy was restored. It is unknown which octrode migrated, therefore both octrodes are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2019-12386.